Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that caller said the patient is having issues where the stimulation is not strong enough and they are just barely making it to the bathroom. Caller said it seems like they need a little more stimulation but they cannot go any higher on the current program. Caller said the patient had their ins adjusted to program 6 and said every month that went by, patient needed to increase stim a little more. Caller said they can feel stim comfortably when they increase. Caller said it seems like every time they increase, the patient's body is getting used to it and it's not stimulating enough for therapy relief like it should. Caller was inquiring about therapy guidance. Reviewed general therapy guidelines, therapy optimization options and information about programs. Caller said they would try changing programs and have patient monitor symptoms. Additional information was received from the patient. It was reported that the cause of the stimulation not being strong enough was unknown. The patient reported caused battery to go low. The steps taken to resolve the issue included waiting for date to replace battery and check what went wrong. Additional information was received from the patient. It was reported that the cause of the battery to go low was due to the patient having to turn it up to get the effect. Was set to 9, believe killed battery. The cause of the battery going low was undetermined. The battery was changed (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.